Event description:
100u insulin in 100ml nss ordered. Was to run through pump. Pump was off. Staff left bedside and came back - IV bag almost empty. Physician notified. Also, fluid was noted on the floor.